Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when performing the case using the unit's device, the hand piece connected to it, self activated after 15 minutes. No one was pressing the activation. No energy was delivered out but the activation sound keep on. Another unit was used to complete the procedure. There was no patient injury.